Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced a cholesteatoma. The recipient's device was explanted at the same time the cholesteatoma was removed. The recipient's device was reportedly discarded and will not return to advanced bionics for analysis. The recipient is healing.

Manufacturer narrative:
Additional information sections: b.3, d.6b, h.6. The recipient's device was explanted. The recipient will reportedly not be implanted. The recipient is healing well. The explanted device was reportedly discarded and will not return to advanced bionics for analysis. A review of the device history record was completed, and no anomalies were noted. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.